Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained via follow-up with the clinic¿s facility administrator (fa). The fa stated the blood leak was internal and visually observed in the dialysate. The leak occurred one hour and seventeen minutes into the patient's treatment. It was reported that the machine alarmed appropriately with a blood leak alert. A blood test strip was used and it tested positive for the presence of blood. The patient was dialyzing on a fresenius 2008t hd machine with fresenius bloodlines. No damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was returned; estimated blood loss (ebl) was reported to be 300 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained via follow-up with the clinic¿s facility administrator (fa). The fa stated the blood leak was internal and visually observed in the dialysate. The leak occurred one hour and seventeen minutes into the patient's treatment. It was reported that the machine alarmed appropriately with a blood leak alert. A blood test strip was used and it tested positive for the presence of blood. The patient was dialyzing on a fresenius 2008t hd machine with fresenius bloodlines. No damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 300 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Correction: b5; the patient¿s blood was not returned. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was received with ogden adapter caps, one ogden blood port cap and one corporate provided blood port cap attached to the dialyzer. The dialyzer was returned with blood noted throughout the device. The returned sample was subjected to a laboratory bubble point test. A leak was detected as a steady stream of bubbles emanating from the polyurethane (pu) cut surface on the non-cavity ID end of the dialyzer located at approximately 60 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was subjected to destructive disassembly for further visual examination. A fiber fragment was identified on the non-cavity ID end of the dialyzer in the same area as the leak. Under magnification (x30), the identified potted fiber fragment measured approximately 0.50 mm in length. The opposing end of the fiber could not be isolated. The inferior surfaces of both pu potting ends were examined for voids; no voids were noted. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.